Event description:
Fever; pocket above where sepramesh was placed (fluid collection) infromation was received in apr 2006 from a physician concerning a patient who on an unspecified date underwent and unspecified surgical procedure with placement of sepramesh ip. The patient was seen for a two week check up and was fine. Follow-up one week later found that the patient had developed a fever. A pocket above wher the sepramesh ip had been placed was drained and the patient wasmaintained on unknown antibiotics. The reporting physician did not provided an assessment of the relationship of the events to the use of sepramesh ip. Additional information was received in apr 2006 from the physician. The patient was a male with a history of crohn's disease and recurrent ventral hernia. He underwent laparoscopic vental hernia repair in 2006 with placement of sepramesh ip (number of sheets and location not provided). Three weeks post-op, the patienr had developed a fever which was assesed by the physician as "moderate" in intensity. The patient was found to have a pocket of fluid above where the sepramesh ip had been placed which was assessed by the physician as "severe" in intensity. The fluid from the "pocket" was aspirated and sent for culture on an unknown date. Culture results revealed gram-negative rods, gram-positive rods, and gram-positive cocci. The physician assessed the relationship between the events and sepramesh ip as "definite". At the time of this report."

Manufacturer narrative:
MFR's comment: no sample was returned and no lot number was provided by the user facility, therefore, genzyme qa is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-evaluated at that time.